Event description:
The facility reported a colleague pump with failure code 810.11. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of 810:11 was confirmed but not duplicated. The reported condition was due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. (B)(4)